Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) along with right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. Boston scientific technical services (ts) discussed regarding the lead specification and suggested to bring the patient to the clinic. Additional information obtained from the field representative indicated that the cause of the high pli was not determined. The patient was checked for further lead testing with a consistent impedance of 1800 ohms. The clinic will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.